Event description:
Kimberly-clark has rec'd a complaint indicating that the physician had "strikethrough on the forearm of the gown while prepping the pt". The strikethrough was reported to be dura prep. There was no reports of any injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
No sample was provided for eval. The device history record could not be reviewed without the lot number. No corrective actions will be taken as we are unable to determine a root cause for this strikethrough. No add'l info has been rec'd. This complaint has been closed. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.